Manufacturer narrative:
Patient's weight unavailable from facility. Device evaluation: the device was returned and evaluated on (B)(6) 2020 and re-evaluation on (B)(6) 2020. During the evaluation the blades were retracted and in the proper position. Trigger pin was in the home track position, with the constant force spring and trigger pin in good condition. Slight wear was seen on proximal and distal trigger tabs. The device's barrel and sleeve were in good condition, with slight marring on the barrel tracks. The device components were unable to pass a drop test due to biologics present on the barrel and sleeve. The barrel was slightly proud of the far track and home track. The device's inner shaft was able to actuate; shaft was not herniated, and blades extended and retracted. X-ray did not show any obvious obstructions or damage within the drive shaft. Per the complaint narrative, a cook one-tie was a concomitant device. It was observed that the cook one-tie device was still present around the lead at the time of evaluations. There was obvious marring on the coils of the cook one-tie caused by the tightrail inner diameter being too small. Measuring at the widest point of the lead, which is where the cook one-tie was still present on the lead, the micrometer measured 3.086mm; however the lead, measured in two separate areas, measured at 2.773mm and 2.884mm. Per the IFU the 9fr tightrail sub-c inner diameter is 3mm. This would have been adequate to accommodate the outer diameters of the two leads. However, since the cook one-tie was in use around the lead, it made the 9f tightrail too small where the cook one-tie was present, not allowing adequate room for the lead/device to easily advance and retract off the lead. This device issue has been determined to be use related.

Event description:
A lead extraction procedure commenced to remove one right ventricular (rv) lead due to bacteremia. Spectranetics devices in use: spectranetics glidelight laser sheath, tightrail sub-c device and a lead locking device (lld). The lld was placed within the rv lead to provide traction on the lead. While attempting to remove the lead, the physician began by using the glidelight device; however progress stalled approximately halfway between the vessel entry site and the superior vena cava (svc). The physician then chose to use the tightrail sub-c device to attempt extraction of the lead. The tightrail sub-c device was placed onto the lead and was manually advanced to the area of stalled progression but would not advance further. When the physician tried to remove the tightrail sub-c back off the lead he was not able to do so without a significant amount of difficulty (tension). Once he was able to pull the tightrail sub-c device back far enough where he could see the lead out of the vessel, he then cut the lead to remove the proximal lead portion/lld and the tightrail sub-c. He then proceeded to use a cook bulldog device to extend the lead. He was then able to successfully extract the lead using the glidelight laser sheath. There was no reported patient harm. This report is being submitted due to the potential of risk for serious injury if the event were to recur.